Event description:
Litigation papers allege pain, stiffness, discomfort, weakness and excessive metal ion levels.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 2/1/2016 medical records received. Plaintiff preliminary disclosure and component sticker sheet reviewed for MDR reportability. Date of implant reported as (B)(6) 2008 and date of revision as (B)(6) 2015, these will be updated. Patient date of birth and age updated. There is no new additional information that would affect the existing investigation. The complaint was updated on: feb 22, 2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).